Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not know if their device was working or not and they needed assistance in utilizing the remote. It was stated that the patient tripped over their dog and they were feeling a stinging and burning sensation on the lower back. The patient wanted to know if the fall could have done anything to their device. The patient stated that they called their health care professional (hcp) and they told the patient to call the manufacturer. The patient inquired about using a hair dryer and medical tests/ scan and information was reviewed. The patient was asked to sync with device and setting was therapy on, p3 at 0.5v. It was reviewed that falls or trauma could cause the device to shift or move and change how the therapy helps. The patient inquired if they were supposed to be keeping a voiding diary. The patient stated that while reading the manual, it stated that the patient could feel that nothing was happening. The patient stated that they could feel the stimulation until two days prior to the notified date. It was stated that the stimulation the patient felt was not uncomfortable but they were aware of a faint little tapping sensation. The patient further stated that they wet themselves the day prior and on the notified date. The patient mentioned before they were doing great and the implant worked. The patient clarified that they had a few leaks but nothing like they had prior to having the implant but then they felt like they were back to square one on the notified date. Information regarding the therapy and expectations were reviewed and the patient was instructed to sync their patient programmer with the implant. The patient stated that they were so out of it after the surgery and did not remember anything. It was noted that the patient noticed the issue probably the day prior to the notified date or the day before but stated that if it was then, it was slight. The patient stated that they bent down to pick up a bag and wet themselves and on the notified date, they could not get into the house fast enough. The patient had access to their patient programmer and it showed that the stimulation was on. The patient did not know that they could make adjustments on their own. The patient was redirected to their hcp and information was reviewed. The patient was also advised to review any directions previously provided by the hcp. The patient noted that they tried to read the manual but for some reason they could not concentrate. A voiding diary was sent to the patient and the patient noted that they saw a poor communication screen when they took the patient programmer out of the bag. The patient did not have an antenna over the implant and confirmed that their hand may have pressed the programmer. It was reviewed that the antenna had to be over the implant in order to communicate with the implant. The patient was able to communicate with the implant and confirmed that the implant was on. It was recommended to carry the programmer in case the patient needed it. The patient was redirected to their hcp to address specific activities in the gym such as the massage chair at the gym or hydrotherapy massage chair. The patient inquired about their permanent identification card and information was reviewed. No further complications were indicated.